Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist supports ending aligner treatment as the teeth alignment resulted in gum damage and worsen alignment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.